Event description:
The following has been reported: cassette lever broken. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, the lever boot was found to be unseated from the retaining plate. The front housing is damaged due to a broken screw mount. The lever boot and front housing will be removed and replaced during the repair process. During investigation it was found the cycle counts on the batteries were high (>115). While the batteries are not a source of failure at this time, they will be removed and replaced. During testing, the device experienced excessive pneumatic valve 2 slow closure warnings. The ipc tubing was pinched and will also be replaced. Reporting as a conservative measure due to the pneumatic valve actuation failure identified during testing. No adverse effects were reported.